Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower during unscheduled downtime, the device was not functioning. The hospital had lost internet access, and while onsite epic and pyxis continued to operate, offsite epic and pyxis did not. Users were unable to log in to pyxis, and the system only spun during login attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working during the unscheduled downtime. A technical support specialist tried to dial in and locate the logs for that date, but it was too far back, and the logs were no longer available to determine the cause and checked the facility auto critical override settings, and they were all accurate confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.